Event description:
It was reported that the pt developed a hematoma possibly due to the patient's device being in the wrong location. The pt was going to be evaluated today, and the device was going to be taken out. The pt was in good spirits and was moving along fine. Further info is being requested from the hcp.